Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation result. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during superior mesenteric artery thrombectomy by laparotomy, after insertion of this fogarty embolectomy catheter, the balloon detached from the catheter. There was no allegation of patient injury.

Manufacturer narrative:
Updated section b5, d9, h6 (component code) and h6 (type of investigation). The device was received for evaluation. The report of balloon issue was confirmed. Balloon was found to be ruptured at the central area. The balloon edges did not appear to match at the ruptured region. Spring tip wire was visible. No other visible damage was observed from catheter body.

Event description:
As reported, during superior mesenteric artery thrombectomy by laparotomy, after insertion of this fogarty embolectomy catheter, the balloon detached from the catheter. There was no allegation of patient injury. The device was available for evaluation. The device was received for evaluation and the balloon was found to be ruptured at the central area. The balloon edges did not appear to match at the ruptured region. In addition, the spring tip wire was visible.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. As part of the manufacturing process the units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.